Event description:
The customer reported to olympus the uretero-reno videoscope had an ¿image problem.¿ the reported issue occurred was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was falling out from the channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was blurry. Upon further inspection, it was observed that a white powder was found on the end of the scope. It was also observed that the distal end plastic cover metal was stained. It was observed that the channel was leaking and was unable to be sealed. It was also observed that the light guide tube had a dent. It was observed that there was no angulation in the up and down direction. Lastly, the control knob did not move. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h4 device manufacturing date field was updated. The h3 field was corrected as it was inadvertently marked "no." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the white powder could not be identified. The event was likely due to insufficient reprocessing however, a definitive root cause cannot be determined. The user can detect the suggested event properly by handling device in accordance with urf-v3/v3r operation manual: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.